Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited low sensing and poor pacing threshold measurements. The lead was capped and replaced during device replacement due to eri. Patient is doing well.